Event description:
It was reported that the right ventricular (rv) lead no capture at the highest voltage and high impedance. A lead fracture was suspected. It was noted that the patient has been seen twiddling the device in the pocket. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID: 407645 implantable pacing lead, implanted: (B)(6) 2010; product ID: addr01 implantable pulse generator (ipg), implanted: (B)(6) 2010. (B)(4).